Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that liquid spilling in the drawer. A field service engineer cleaned the drawer and performed preventive maintenance to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es getting stuck often and sometimes won't dispense and mini drawers required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this incident.